Event description:
Ansell surgical gloves are ripping when clinicians are donning. Manufacturer response for surgical gloves, (brand not provided) (per site reporter): they performed an investigation, identified the root cause, and implemented a corrective action.